Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. The reported device was not sent back to (B)(4) for investigation. However the device was tested locally and it was found that the reported event was not due to a functionality issue but due to the use of an incorrect cable during quality control test. A rs-cable was used instead of an agilia usb cable. Once the cable was replaced, no technical error was triggered and calibration was performed successfully. This complaint is due to a use error. No action was initiated for this issue as per our local procedures.

Event description:
Error 42; changed both upstream and downstream pressure sensors and cpu board.